Manufacturer narrative:
This event was submitted to the FDA on 07/31/2014 via covidien summary report - exemption e2013038. Reference complaint record # (B)(4) for a copy of the summary report. Based on this information, the following fields have been updated: other FDA report number: updated to 9617613-2014-00171 other FDA report date: updated to 07/31/2014 reportability grid: updated to reflect mail date of 07/31/2014 medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may have not been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of stress incontinence and rectocele. It was reported that after a procedure where this device was implanted, the patient experienced pain, extreme discomfort, recurrence, bleeding dyspareunia. After the original procedure, additional surgeries may have been performed. The procedure was a transobturator sling procedure with uretex align and posterior repair with avaulta mesh. A foley catheter was inserted and in place upon transfer from the or. Grade iii rectocele. The perineum was lax and perineocele was present. There was no cystocele or vault prolapse. Complication post-mesh implantations: pain, extreme discomfort, recurrence, bleeding, dyspareunia after mesh placement. (B)(6) 2012: dysphasia with regurgitation, very suspicious for possible zenker¿s diverticulum. Plan ¿ will schedule for esophagram. (B)(6) 2012: patient underwent esophagogastroduodenoscopy for dysphagia, abnormal upper gastrointestinal study, and possible large duodenal ulcer.